Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report has not yet been returned. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death and "perforated stomach" are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap system is a major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of stomach perforation as follows: device caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. "Band slippage and/or pouch dilatation can occur."

Event description:
Reported events of death and "perforated stomach" as reported in los angeles times article of 11/jun/2011 entitled, "insurer denies legal coverage to 1-800-get-thin advertiser". F/u info: during a telephone conversation with the county coroner's office the following info was mentioned to us: no autopsy was performed on this pt. The death certificate, signed by a clinician (physician in the hosp) described the cause of death as "cardiopulmonary arrest" related to perforated gastric ulcer that apparently had been caused by peptic ulcer disease. The pt died as an in-patient at a (B)(6) hosp. The death certificate includes a pt history of depression, (B)(6), and a colonic condition. Also, the coroner's office stated the death certificate was signed by a doctor (as opposed to the coroner) because the pt died of natural causes. A written request has been mailed to the county clerk-recorder for an informational copy of the death certificate.